Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported via national breast implant registry (nbir) "capsular contracture baker grade IV". This record is for the right side. The device was explanted, replaced and will not be returned.